Event description:
The bariatric surgeon had suspected a possible leak in the pt's lapband as there had been straw-like colored fluid present upon aspiration of fluid from her lapband during her office visits when adjustments were being made to the band. Upon surgical inspection, the surgeon noted a leak along the tubing from the port to the band.